Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 385 mg/dl and the cause was not known. A correction bolus was delivered. During the pump system check, the pump time was found to be off by 22 minutes and the customer did not know the cause. Tandem technical support assisted the customer with correcting the time.